Event description:
It was reported by the customer that one of the bed had no motor functions. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Chips in motor board burnt.